Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Spectroscopic analysis determined the foreign matter was cardboard. One hundred retention samples were visually inspected for foreign matter. There were no defects identified. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed. Root cause visual inspection of the line revealed a potential area where cardboard particulate could be introduced.

Event description:
It was reported that bd vacutainer® winged safety push button blood collection set had foreign matter. No injury or medical intervention.